Manufacturer narrative:
The pump was received with a blank display due to moisture damage on the electronic assembly. Unable to perform the self test, sleep current measurement, active current measurement, and the displacement test due to blank display. Moisture damage was also found on the motor and force sensor during visual inspection. The pump was also received with the case cracked behind the pump near the battery compartment and cracked battery tube threads. (B)(4).

Event description:
Information received by medtronic indicated that insulin pump screen went blank and constantly vibrating. Customer stated they went swimming in the pool with insulin pump. Customer stated crack to battery compartment. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.